Event description:
The patient was undergoing a coil embolization procedure using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a pod coil through the lantern, the physician noticed under fluoroscopy that the pod coil had unintentionally detached inside the lantern. The lantern was removed containing the detached pod coil and the coil was flushed out from the lantern. The physician reinserted the lantern back into the target vessel. While advancing a new pod coil through the lantern, the same issue occurred, and the lantern was removed containing the detached pod coil. The lantern was flushed and the detached pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.